Event description:
Pt on peep had peep increase from 5 to 8 when pt was removed from ventilator. The ventilator did not attempt to maintain peep as it is suppose to do. After removal from pt gas flow-like sound noted coming from inside machine.